Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin was leaking found at the bottom of the reservoir. The customer reported that there was a leak at the 2nd o-ring. The customer stated that the insulin pump was exposed to fluid due to leak of insulin. The customer's blood glucose was 315 mg/dl at the time of incident. The customer stated that the reservoir was already discarded. The customer performed self-test and the insulin pump passed. The reservoir will not be returned for analysis.